Manufacturer narrative:
After battery installation unit gave an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to blank display. Unit received with minor scratched lcd window, scratched keypad overlay, scratched case and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump had a white flashing display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer states was skiing and pump was bumped. The customer states pump was flashing and pump was beeping. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.